Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient first started experiencing a loss of therapy approximately 6 months ago ((B)(6) 2015). The cause of the volume discrepancies was not determined as the rotor study done on (B)(6) 2015 showed a well functioning pump. The catheter was removed at the request of the patient and there were no additional treatments or interventions.

Event description:
Additional information was received from a healthcare provider via manufacturer representative. It was reported that the patient had a regular pump refill on (B)(6) 2015. The pump reservoir should have contained 2cc of fluid, but it had 17cc. It was indicated that a dye study was going to be performed in the future. As of (B)(6) 2015, there was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
On information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving dilaudid (30 mg/ml) at 9.723 mg/day and bupivacaine (10 mg/ml) ate 3.241 mg/day via an implantable pump. Indications for use included malignant pain and cancer pain. Medical history included not prior volume discrepancies that they were aware of and was otherwise not reported. Concomitant medications were not reported. On (B)(6) 2015, a volume discrepancy was reported; the actual reservoir volume (arv) was 16 ml and the expected reservoir volume (erv) was 4 ml. No patient symptoms were reported. A (B)(6) study was done that day and was normal. On (B)(6) 2015, additional information from one of the physicians nurse practitioner, via the company representative, reported that they were considering taking the pump out. Additional information was requested to determine the cause of the volume discrepancy, but as of (B)(6) 2015, the cause of the volume discrepancy was reported as "unknown."

Manufacturer narrative:
Product analysis #(B)(4): pump and catheter segments returned for analysis. As received the pump reservoir had 16 ml of fluid and running in the simple continuous infusion mode. Pump logs show a motor stall recovery, this means that the pump had a motor stall and then a motor stall recovery during pump life. Dispense accuracy testing was performed and passed. The 1 rev dispense graph was slightly odd in shape but did pass for accuracy. Volume infusion testing was performed for 27 days, the volumes measured are with in what is documented in the clinical reference guide. Destructive analysis revealed a crease at the tube outlet, this is consistent with an occlusion of some sort i.e. Possible catheter (7.6 cm of catheter was not returned to analysis). Also found a worn gear shaft.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016, additional information form the company representative report that the patient's pump was explanted on (B)(6) 2016; the pump was not replaced. On the pump return paperwork it was noted that there was a loss of therapy. No patient death was reported. Additionally, the catheter was returned with no associated paperwork. Additional information regarding results of the previously planned dye study, diagnostic testing/troubleshooting, cause of the previously reported volume discrepancies, reason for catheter removal, patient symptoms, and additional interventions was requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
On (B)(6) 2016, additional information from the company representative reported that the patient's pump was explanted on (B)(6) 2016; the pump was not replaced. On the pump return paperwork it was noted that there was a loss of therapy. No patient death was reported. Additionally, the catheter was returned with no associated paperwork. Additional information regarding results of the previously planned dye study, diagnostic testing/troubleshooting, cause of the previously reported volume discrepancies, reason for catheter removal, patient symptoms, and additional interventions was requested. If additional information is received, a follow-up report will be sent. Updated/corrected date MFR rec to 2016-01-20. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The previously reported aware date of 2015-02-11 was reported incorrectly. The correct aware date of the information was 2016-02-11.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.